Event description:
It was reported that during an arthroscopy, the fast-fix 360 was inserted in the meniscus and the first shot was made, and the two implants came out with the suture entangled. A second fast fix 360 implant was placed and the same thing happened. It is unknown how the procedure was completed. Non-significant delay was reported. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the fast-fix 360 was inserted in the meniscus and the first shot was made, and the two implants came out with the suture entangled. A second fast fix 360 implant was placed and the same thing happened. Both implants were deployed through the meniscus but not implanted. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference(B)(4). H3, h6: a device deficiency was identified, but the root cause of the reported event could not be determined since the device was not returned for evaluation. An image evaluation was performed and found the surgeon inserting the fast fix inside the meniscus. Arthroscopic images of the deployment are recorded too, and it is visible how the two anchors deploy at the same time, with none of them staying fix in the meniscus. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors, which could have contributed to the complaint event, include an unintended second actuation of the device or application of excessive force or contact with another source. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: correction in b5.